Manufacturer narrative:
A ge service representative performed an onsite investigation. Upon inspection of the system mainframe batteries, the failure could not be duplicated. The batteries were fully charged during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.